Event description:
It was reported that the patients right ventricular (rv) lead triggered an alert for high pacing impedance. The interrogation also shows the impedance has been highly variable. The lead currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.